Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector board. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with minor scratched lcd window and cracked retainer. (B)(4).

Event description:
The customer was reported via phone call that, the insulin pump had power error detected alarm and delivery had been stopped. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for power error detected alarm. Customer reports pump has not been exposed to temperatures below 5 degree celsius. Customer has not previously called to report power error detected. Power error detected recurred within a week of troubleshooting of previous occurrence. Customer stated that, her blood glucose has been high running between 200 to 300 mg/dl. Customer stated she has been blousing thinking that would help. Did not troubleshoot for high blood glucose per error on pump. Customer advised to replace the insulin pump and refer to back up plan. The insulin pump was returned for analysis.